Event description:
It was reported that two patients experienced infections. As a result, the physician requested catheter information to determine whether there was any correlation between the same infection diagnosis in both patients. The physician also expressed concern about the reprocessing techniques used by hospital staff. The intuitive surgical, inc. (Isi) technical support engineer (tse) provided the requested procedure and catheter serial number information.

Manufacturer narrative:
There was no allegation or indication that the device, its accessories, or its software malfunctioned. Following the request for catheter information, a thorough onsite walkthrough was conducted with an isi representative and the customer. The customer was able to demonstrate and track that all reprocessing steps were in accordance with the intuitive surgical instructions for use (IFU).